Event description:
A consumer reported poor reading vision following bilateral intraocular lens (iol) implant surgeries. In a follow-up, the surgeon reported that posterior capsular opacification (pco) was noted approx four months following the surgeries and yag laser was performed for both eyes. The surgeon reported the pt continues to have poor reading vision in low light conditions. There are two medical device reports associated with this event. This report is for the first eye.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identify by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There has been one other similar complaints reported in the lot number which is for the related file. Add'l info was requested on 02/23/2011, 03/03/2011, and 03/17/2011 by phone, fax, and mail. A completed questionnaire was received on 03/14/2011. (B)(4).